Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was implant site infection. The patient called because it was red around the scar and warm with a little fluid coming out. The patient reported it was painful around the scar. The site was examined but nothing looked like a collection. Blood was taken and the patient had to keep going with the antibiotics for her pipi infection. The patient came back the next day to show again and take out ½ thread leuco =10.1 and c-reactive protein =8.2. Interventions included antibiotics. The event resulted in an urgent care visit and an unscheduled clinic or office visit. An examination showed that the site was red and warm with no fluid. Laboratory testing showed an infection. The reporter stated that they seemed to see no collection. The etiology was reported as not related to the device or therapy and related to the implant procedure. The etiology was noted as related to surgery/anesthesia. The outcome was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the event resolved without sequelae on (B)(6) 2017.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included surgical interventions specifically washing the pocket. Diagnostics included laboratory testing which showed crp = 2.3 on (B)(6) 2016. An examination resulted in ¿control the situation¿ on (B)(6) 2016. Laboratory testing showed crp =23 on (B)(6) 2016. Surgical observation showed no collection of fluid inside wash with betadine and nacl inside the pocket on (B)(6) 2016. The patient came once a week and took ¿abd¿ the crp = 23 (B)(6) 2016 then crp = 3. The patient did not have a fever. The patient felt pain on the stimulator. The doctors decided to open and see if there was a collection or something else on (B)(6) 2016.